Event description:
End user stated she had difficulty getting the seat to lock on the toilet but used it anyway. She apparently leaned on one of the arms of the device, causing it to tilt. She fell and suffered a fractured tibia.

Manufacturer narrative:
End user states she is handicapped as she had polio and now has post polio syndrome. She states she has difficulty toileting herself. She was using the locking toilet seat for the first time and attempted to tighten it on the toilet. She stated they had difficulty getting it tight. She apparently was sitting on the seat and leaned on one of the arms. When she did this, it tilted and she fell. She was transported to the emergency room and a fractured tibia was diagnosed. The leg was subsequently casted. The device was not returned for evaluation.